Event description:
It was reported that the paramedics removed the patient from the hospital ventilator and placed the patient on another ventilator for transport. The transport ventilator would cycle five times and then stop with a blower demand alarm and a patient circuit fault alarm. The patient was using the ventilator non-invasively with a mask. The patient was placed back on the hospital ventilator. No patient harm reported.

Manufacturer narrative:
Na